Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device had ECG cable malfunction error. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Based on the information provided, the defective ECG trunk cable was replaced with an efficia 3/5 ECG trunk cable, aami/iec, and the device's full functionality was restored. The device was returned for service and no further evaluation is warranted at this time.